Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that something like a debris was observed on the optic of an intraocular lens (iol) upon opening the lens case. The surgeon decided not to use the lens. No patient contact and no patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/11/2016. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in its original packaging and in the closed lens case. Visual inspection at 12x microscope magnification showed that the lens was contaminated, dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. A white particle on the posterior side of the lens was observed. The lens was wrongly positioned in the lens case suggesting that the foreign matter was not introduced during manufacturing. Additional analysis was not possible due to insufficient material. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The complaint related test is the cosmetic inspection performed at final inspection. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.